Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not operating correctly after the original implant and required surgical intervention to replace the pump. The original ipp pump was explanted and replaced with a new ipp pump. There were no patient complications reported.